Manufacturer narrative:
The insulin pump powered up and gave a frozen display due to corroded electronic and motor assemblies. The insulin pump was received with a missing end cap sticker.

Event description:
It was reported that the insulin pump had unresponsive buttons. Troubleshooting was performed, and the problem was not resolved. Nothing further was reported.